Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to instability. A review of invoice history reveals the polyethylene tibial bearing and locking bar were replaced during the revision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "it is the responsibility of the operating surgeon to determine whether there is adequate initial fixation and stability."